Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, a retrospective study was performed by reviewing six consecutive patients with diabetes mellitus type ii and a purulent inflatable penile prosthesis from this device family who had been immediately salvaged. In addition to immediate exchange, each received catheter-directed antimicrobial intracorporal irrigation, device culture, and were discharged home the next day with oral antibiotics.